Event description:
Per staff report, the resident was attempting to place a femoral arterial line to the right groin. There was difficulty "passing the wire." The resident noted that the tubing holding the wire had split and the wire was bending during insertion. Manufacturer response for vascular, arrow (per site reporter): no response at the time of this report.